Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that they were experiencing frequent and random loss of prime alarms on their pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2013 with the following findings: a review of the black box indicated loss of primes had occurred. A rewind, load, and prime sequence was performed with no loss of primes occurring. The pump was exercised for 24 hours with no loss of primes. The force sensor calibration was found to be within specification. The pump case was removed and no defects were found with the force sensor or force sensor circuit. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.